Event description:
The following information was provided by the initial reporter: it was reported that spike set (infusion adapter c180 j) punctured into a non-anti-cancer bottle prior to preparation of anticancer drug and injector was broken (cracked) from the center of the spike set when connecting and disconnecting the injector. During the preparation of an anticancer drug¿specifically while connecting and subsequently disconnecting an injector from a spike set (infusion adapter c180 j) that had been inserted into a non-anticancer drug bottle¿the spike set fractured (cracked) at its central section. Fracture of the spike set (infusion adapter c180 j) additional information: the spike set was broken when puncturing the glucose infusion bag prior to filling with anticancer drug. The spike set was broken while it was punctured, causing the glucose to leak.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.